Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a cracked lcd lens, bent latch lock, and a worn dso seal. There was no evidence in the device's event history log. Three accuracy tests were performed for functional testing. Upon testing, the reported problem was duplicated. It was determined that the most probable root cause is the expulsor. To address the issue, the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not delivering the required amount of morphine. No adverse patient effects were reported by the customer.